Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an attempted implant, the lead could not be fixated. Different locations were tried but were unsuccessful. The lead was unable to implant. The patient was stable.